Event description:
It was reported to boston scientific corporation in 2007, that a resolution clip device was used during a procedure performed (patient age, gender and weight are unknown). According to the complainant, the clip would not detach from catheter to complete deployment. Procedure completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
No consequences or impact to patient. Deploy, failure to. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.